Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay and cracked case (battery tube). Unit passed self test and displacement test. No unexpected pump error 23 noted. However, unit received with unexpected battery power loss and had high sleep and active currents due to corroded battery tube and moisture damage at electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and short battery life. Customer stated they were able to clear the alarm and they were able to rewind the insulin pump. Customer stated pump error alarm was reoccurred after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.